Manufacturer narrative:
PMA/510(k) # p100022/s014. (B)(4). Exemption number: e2016031. Information pertaining as follows: (B)(4). This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. The zisv6-35-125-6-120-ptx device of lot number c1341213 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that this complaint device was advanced over a non-hydrophilic, rosen wire guide of 0.035 diameter. The wire guide was new, and wiped before use. The device was flushed prior to use, as per the IFU. The time from advancing the device to the when the user attempted to remove the device was about three minutes. The patient's anatomy was not severely calcified or tortuous. Resistance was not encountered when advancing the wire guide or the complaint device to the target lesion. The target lesion was the superficial femoral artery (sfa). On evaluation of the returned device, it was observed that the wire guide was still in the device lumen. The wire guide was measured as 0.0345 diameter. The wire guide was kinked where it exited the flushing port (flla component). Congealed blood was observed on the wire guide, just distal to the white tip of the delivery system. The engineers had to use force to remove the wire guide. There was no damage on the outer sheath. The device was flushed with no issues, and a new 0.035 diameter wire guide was passed through the device without resistance. Congealed blood was seen exiting the device. Complaint is confirmed as the failure was verified in the laboratory - the wire was stuck in the delivery system, and was difficult to remove during evaluation of the returned device. Possible causes for this occurrence could include the congealed blood in the delivery system. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. From the product instruction for use: following stent deployment, if resistance in met during the withdrawal of the delivery system, carefully remove the delivery system and wire guide as a unit. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1341213. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial report details: the deployment system became stuck on the wire after deployment upon removal. The delivery system and wire were removed together from the patient.

Manufacturer narrative:
PMA/510(k) # p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 device evaluation: the zisv6-35-125-6-120-ptx device involved in this complaint has not yet been returned for evaluation. With the information provided, a document based investigation was conducted. The customer has confirmed that the complaint device will be returned. The investigation will be updated once the complaint device has been returned and evaluated. From customer testimony, it is known that this complaint device was advanced over a non-hydrophilic, rosen wire guide of 0.035¿ diameter. The wire guide was new, and wiped before use. The device was flushed prior to use, as per the IFU. The time from advancing the device to the when the user attempted to remove the device was about three minutes. The patient's anatomy was not severely calcified or tortuous. Resistance was not encountered when advancing the wire guide or the complaint device to the target lesion. The target lesion was the superficial femoral artery (sfa). There is no evidence to suggest this event did not occur. Therefore, the customer complaint is confirmed based on customer testimony. Possible causes for this occurrence could include a difficult patient anatomy, or congealed blood in the delivery system. However, as the device has not yet been returned for evaluation, a definitive root cause cannot be determined. From the product instruction for use: ¿following stent deployment, if resistance in met during the withdrawal of the delivery system, carefully remove the delivery system and wire guide as a unit¿. Summary: there is no evidence to suggest this event did not occur. Therefore, the customer complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The deployment system became stuck on the wire after deployment upon removal. The delivery system and wire were removed together from the patient.